Manufacturer narrative:
The subject device was returned to the service center for evaluation; however, the device evaluation is still pending. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
The customer reported to olympus representative that the 3700 dissector would not cauterize using bipolar. The issue occurred during a therapeutic lap tubal ligation procedure. According to the reporter, the device would not work, tried a different bipolar cord and still would not work. Per the reporter, the procedure was prolonged, (did not specify how long), due to they tried different cord for the device. A new device was opened with same cord and it worked. The intended procedure was completed using a similar device. No other device connected to the subject device when the failure occurred. No impact to the patient as a result of the event. No harm or injury was reported. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on device return evaluation and the legal manufacturer's final investigation. The returned device was inspected. The complaint was not confirmed as the device was tested and functioned as intended. Visual inspection of the distal end indicated that there was no dried tissue on jaws. The jaws were symmetrical, and the mesh was in good alignment when closed. By using a caliper, the jaw aperture measurement was taken inside the first teeth of the jaws measured at .660 in ((standard is .660 min) which was acceptable. The rivets, shrinking tube, and hub were normal, no physical damage observed. The knob rotates 360° smoothly. The handle could open and close the jaws properly, and the shaft was straight. Functional testing was performed. The device did have sufficient energy output at the jaws when the blue coag footswitch was activated. The device passed the testing with no problem observed. Based on the evaluation findings, the reported complaint of not cauterized using bipolar was not confirmed. The reported complaint could not be confirmed through direct evaluation of the device. In addition, per follow up communication with the customer, it was confirmed that the intended procedure was completed with another 3700 unit, using the same bipolar cord. Therefore, there was no issue with the concomitant device. A review of the device history record found the subject device was shipped in accordance with specifications. As the reported failure could not be replicated and no problems found during device inspection and evaluation, possible causes of the reported complaint cannot be determined. The device IFU (instructions for use_pn0013497_ab) addresses this: " warning: insufficient generator output time or generator output level may not provide the operator with the desired level of coagulation." (Page 3). In addition, "for optimum coagulation, both coagulating surfaces should be in equal contact with tissue; for optimum performance, keep the coagulating surfaces free of debris. To clean the coagulating surfaces, use a gauze pad soaked with saline solution to remove the debris." (Page 4). Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The initial medwatch incorrectly reported the site registration number. The site registration number is (B)(4).